Manufacturer narrative:
The device evaluation also found a broken front panel and lens base, bent tank holder and chassis, a faulty scope socket with corroded pins, a faulty turret assembly with bent turret plates, and a non-olympus lamp. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that during preparation for use, the evis exera iii xenon light source had a power switch issue. There was no patient involvement. The intended procedure was completed with a similar device. The device was returned to an olympus service center for evaluation. Inspection and testing confirmed the power switch issue and found the switch regulator did not stay engaged when the power switch was pressed [faulty switch]. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the investigation results, it is likely that the malfunction was caused by the power switch not working properly. Olympus will continue to monitor field performance for this device.